Event description:
A nurse reported the intraocular pressure (iop) control of the custom pak, broke down during surgery. The first iop issue was caused after changing the bottles, then, the iop was deactivated. The iop was manually activated and the procedure continued. During suction flushing, a second iop issue occurred. The iop was manually activated again. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the used returned sample was visually inspected. The probe tip was bent and returned without the protective cover. Surgical residue was also visible in the aspiration line and the infusion cannula was missing. An infusion cannula from labstock was used to continue functional testing. A system console representing the current software version was used to test the sample. During calibration the sample failed priming and displayed system message. The aspiration line appeared used, therefore the surgical residue was purged from the aspiration line. After purging the aspiration line, the sample was tested; the sample passed priming, tuning and intraocular pressure (iop) calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Iop control and infusion pressure were found to function per specifications throughout testing. After a full evaluation and laboratory testing, the root cause of the customer's complaint could not be established, after purging the aspiration line of surgical debris, the returned sample subsequently met specifications, passing all functional and performance requirements.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).